Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer's blood glucose ranged from 138-139 mg/dl.